Manufacturer narrative:
The associated set screwdriver was not returned for evaluation. Therefore, a product analysis could not be conducted. The device was manufactured in 2007, which suggests it has been in use for some time. The set screwdriver is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; and smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Updated results of investigation: the device, used in treatment, was returned for ecaluation. A visual inspection confirms the device completely separated. The spring was not returned for evaluation. The dowel pin, universal set screw driver socket with hall end connector and universal swivel shaft were returned for evaluation. This instrument was manufactured in 2007. The device exhibits signs of significant use and wear. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that pin that assembles the tow parts of the screwdriver broke. It happened during surgery causing delay longer than thirty minutes, no backup available.